Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg replacement procedure due to an unknown reason. The patient is doing well post-operatively.

Event description:
It was reported that patient underwent an ipg replacement procedure due to an unknown reason. The patient is doing well postoperatively. Additional information was received that the reason for ipg replacement was due to the ipg no longer working as intended. The explanted ipg was not returned as it was kept by the medical facility.